Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. Potential causes of discomfort during an MRI are migration, interference from a non-stimwave device, MRI facility not following the IFU for MRI conditions and MRI scanning the same area the stimulators were implanted. The stimulator is used to treat pain. Based on the information available, the cause of the sensation during the MRI is unknown. Therefore, is no fault/problem found.

Event description:
The patient reported feeling a sensation on the left side where their implant is present during an MRI. The patient requested to meet with the implanting clinician and clinical representative for a possible reprogramming session following the MRI. However, the patient canceled the appointment, and attempts to contact the patient were unsuccessful. No further information is available at this time.